Event description:
A trinica select plate was implanted, using six screws, during a two level cervical procedure at c4-c6. During a follow-up examination, approximately six-eight months post-op, it was noticed on an image that both of 16mm variable screws placed inferior broke mid-shaft. Dr. Used iliac crest bone graft. There is was evidence of subsidence but the bone didn't collapse. There is no evidence that fusion has occurred. There has been no change in the pt's condition since the plate was implanted. The surgeon is closely monitoring the pt and has no plans to reoperate at this time.